Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. System check was performed by tandem technical support and reportedly, the customer is using expired insulin. Customer filled the cartridge with non-expired insulin and resumed insulin delivery. Customer¿s blood glucose level was in the 124-400 mg/dl range.